Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a no power (moisture ingress-keypad) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump case was removed and further moisture was observed internally. The vibration motor failed due to moisture damage in pump, investigation completed with returned battery cap. The pump powers up with audio/tone/vibration and displaying verify screen. There was moisture is observed under display. The display is dim/fading/reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.